Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3 pocket c3 not detected on bus, which located on wl ed. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage of visible black marks and bends along the cable. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of the pyxis medstation es aux (drawer not detected on bus) was confirmed during fse (field service engineer) testing. According to work order (wo) (B)(4) the field service engineer reported that logged into pyxis, accessed the desktop, and launched hta to open drawer 3 in the auxiliary unit. After successfully opening the drawer and lids, pyxis was powered down and drawer 3 was removed. The retractor band was replaced, and the drawer reinstalled. Pyxis was powered on again, hta was accessed, and a full drawer test was performed with results saved to the d-drive. After rebooting pyxis, logged in and recovered the previously failed pockets. Functionality was confirmed through hta testing and login. During dchu visual inspection confirmed, one (1) cable r flat flex 28 cond same side received with visible black marks and bends along the cable. The flat flex cable with a visible black mark potentially indicated thermal damage. Dchu continuity testing was performed using a calibrated digital multimeter placing the part on an esd protected area. The cable ends were positioned to access the copper strand pins, and multimeter probes were applied to corresponding pins to verify continuity across each strand. The component failed the continuity tests, indicating multiple internal connection issues. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue (drawer not detected on the bus) was identified as multiple internal connection failures in the flex cable, which interrupted connectivity between the retractor band and the drawer controller board.